Event description:
I had the essure procedure implanted (B)(6) of 2007 completed all instructions for the procedure to include the confirmation of the (hsg) hysterosalpingogram. In (B)(6) of 2010 during a trip to (B)(6), I developed a severe skin rash, accompanied by burning, itching and hives. The skin allergy started in the chest, moved to forearms and legs. First the skin, itches, then it burns then bumps develop followed by days of feeling like a 3rd degree in the skin. In 2011, I noticed the allergy would trigger in the spring and summer. Due to allergies progression I sought a dermatologist and allergist who began testing collectively to determine the problem. I had a skin biopsy done which was not conclusive. I then sought out allergist who did labs and came back negative then I returned to the dermatologist who performed a skin patch test which tested positive to nickel allergy.